Manufacturer narrative:
Other relevant device(s) are: analysis found: nafc0180 - computing resources overburdened. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after adding several fmris into a merge on the system, the screen stated "view inoperable" when advancing into planning and would sometimes become unresponsive. User attempted to hide some of the exams, but it did not resolve the issue. The same behavior occurred on their other navigation system. All the exams were removed and loaded again one by one and the behavior replicated always when adding the fifth exam into the merge. There was no patient present.